Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, 33mm epic plus mitral valve was implanted in the patient. The patient had a history of chronic disease due to calcineurin inhibitors following a heart transplant performed in 1997. During the postoperative period, the patient developed acute kidney injury with systemic congestion, recurrent pleural effusions and diuretic resistance. Some medications were given, high flow oxygen therapy, chest tube, hemodialysis were performed. The patient ultimately had a good clinical response to daily ultrafiltration